Event description:
One day post-implantation, it reportedly was determined by x-ray that this pt's cochlear implant was only partially inserted into the cochlea. The surgeon performed a revision surgery that day, 07/2005, to further insert the electrode array. He reportedly was able to place 2 or 3 more electrodes into the cochlea.